Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with device in backup vvi. A device download was performed successfully and the device was restored to normal operation.